Manufacturer narrative:
The device was returned with the reload attached, and investigation was completed. Inspection of the device as received determined that the green safety was held down beyond its normal position during the firing stage in the stapling process, causing the safety mechanism to break and impede the proper motion of the firing lever, resulting in inability to open the anvil. To ensure proper staple formation and tissue cutting, the device is designed to require complete staple deployment before the anvil can be opened and tissue removed from the jaws.

Event description:
It was reported that during stapler use, there was a large crack when the stapler was fired. Following this, the customer was unable to release the stapler from the tissue. Additional port was added to cut out the portion of the vessel with the stapler attached. The stapler was then removed along with the clamped tissue.